Event description:
The customer reported the button is missing on the alarm and that there is no add'l physical damage to the alarm. The customer reported that this was found prior to putting the alarm into use but could not provide the date when discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product confirmed the reported issue, the hold button has been torn away and is missing on the alarm. The battery springs are bent inside the battery compartment. The alarm case has a chip in it near the battery door causing a gap when the door is closed. The alarm powers on but when an attempt is made to record a custom voice recording, the alarm beeps to initiate the recording but then immediately beeps again to end the recording process. The alarm passes other functional tests. Note: the instructions for use has a warning statement: do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery springs from bending during battery installation. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged, or alarm case is cracked. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. MFR's references file # (B)(4).